Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of this intravascular administration set to deliver a chemotherapy agent to a patient on (B)(6) 2011, there was a leak discovered at the manifold filter. It was reported that there was no impact to the patient; however, there was no mention of what the exact chemotherapy agent was or if any of leakage had contact with the healthcare professional or other persons in contact with the patient at the time. Multiple attempts to contact the facility for additional information have been unsuccessful. The affected device was returned to the manufacturer for analysis on (B)(6) 2011. No further information is available at this time.